Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of oversensing were noted due to noise on the lead. The noise was not reproducible with provocative testing. The patient was in stable condition and will continue to be monitored by follow-up.